Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clamping right before the first reload on the stomach on a laparoscopic bypass, the surgeon was able to close the device and press the green button, but handle would not move at all and the device would not fire when attempting to fire. He removed the first reload, put another reload on and did the same thing. They got a new handle and both two reloads fired normally. There was a lot of tissue manipulation that caused bleeding as the surgeon attempted to close or open the stapler several times with both the reloads. It was stated that because the device would not fire initially, they were unable to quickly ligate with the staples. When the surgeon was able to finally fire the stapler, there was a bleeding most likely from the tissue damage before they were finally able to deploy staples and transect the stomach. The surgeon asked the technician to remove the reload and attach a new one. The second reload would not fire either. They then opened a new handle, attached the first reload and it fired fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.